Event description:
It was reported that allegedly the patient fell out of the bed and suffered a broken bone in the hip area. It was alleged that bed exit did not alarm. There was patient involvement; however, no clinically relevant delay in treatment was reported.